Manufacturer narrative:
The analysis is ongoing. More details will be provided upon conclusions from the investigation.

Event description:
Following information reported, the radius arm detached from the enterprise 8000x bed sub-frame. There was no patient involved and no injury was reported to arjo.

Manufacturer narrative:
Following information provided by the end-user, there was an obstacle put between the base frame and radius arm, that as a consequence led to the radius arm detachment. The instructions for use for enterprise 8000x bed (IFU 746-585) warns: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement¿. The simulation testing performed by arjo showed that the disconnection of the radius arm can lead, at the most, to slight movement of the bed together with the patient. Regardless of the backrest angle inclination, no hazardous situation such as a patient falling from the bed was observed. No backrest collapse was noticed during testing. The review of post-market surveillance data revealed that there have been no reports of death or serious injury being a result of this type of malfunction. Based on the above findings and the negligible likelihood of the occurrence of an adverse event, this type of malfunction is not considered as safety-related and is not perceived as reportable in the future. The manufacturing date (h4) was corrected.